Event description:
Ous MDR - during implant of this lead, high impedances were seen. After several attempts to reposition the lead, a location was finally found. The lead was then connected to the device. At the post-operative check the next day, the device was showing both low and high pacing impedances. The lead was then explanted because it is suspected to have a defect.

Manufacturer narrative:
Ous MDR.